Manufacturer narrative:
Device evaluated by manufacturer: the device was received inside its protective coil tubing. The packaging for this device was not received for analysis. Visual and microscopic analysis of the returned device revealed a 5cm long hair on the hub and on the outside surface of the coil tubing. The device was removed from its coil tubing and a visual examination of the device found no indications that the device had been used. It is noted that as the device was returned for analysis, having been removed previously from its inner pouch, it cannot be confirmed where the foreign material originated. All units are 100% visually inspected at the manufacturing site for any potential foreign material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during unpacking for a percutaneous coronary intervention procedure, foreign material was noted in the balloon. The 99% stenosed de novo lesion was located in the moderately tortuous distal right coronary artery (rca). During unpacking of a 15mm x 2.0mm maverick2 balloon catheter foreign material was noted, "it was like a hair was included." The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during unpacking for a percutaneous coronary intervention procedure, foreign material was noted in the balloon. The 99% stenosed de novo lesion was located in the moderately tortuous distal right coronary artery (rca). During unpacking of a 15mm x 2.0mm maverick2 balloon catheter foreign material was noted, "it was like a hair was included." The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.